Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The enclosure was returned to the manufacturer for evaluation. Testing found that the conversion enclosure had a shorted transistor on the unit. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a planned maintenance (pm), the fans of the imaging system would remain on after powering down the system. There was no patient present when this issue was identified. No additional information was provided.